Event description:
It was reported the patient is unable to establish communication with his scs ipg using his external devices. An sjm representative confirmed the issue using multiple external devices. It was also reported the patient underwent spine surgery and months prior to the procedure, he stopped using his scs system. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.